Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the x-stage cover of the imaging system was offset. There was no patient present when this issue was identified. No additional information was provided.